Event description:
Radioactive solution leaked from the syringe into the surrounding plastic enclosure. The nuclear medicine department discovered the leakage upon receipt. The plunger was still it's original position at the correct volume. This indicates that the plunger was not accidentally bumped. The source of the leak is suspected to be a poor connection between the needle hub and the syringe hub. The needle had been tightened to the syringe prior to use. A 3ml syringe with 22g 1" needle.